Event description:
It was reported to philips that the ac module for the device was defective, the led light would not illuminate. There was no reported patient or user involvement and no adverse patient/user impact.